Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/20/2025 the user reported that during a supply change they were unable to see drops when performing the fill tubing sequence after three attempts with new supplies. The user then used supplies from a different supply box, successfully completed the supply change, and resumed insulin delivery. Blood glucose was not affected.